Event description:
The customer contact reported that channel 3 of the device displayed e301 (audio alarm failure) with no audible alarm tone. The device was returned to the biomedical department with an unsigned note that stated, "e301 alarm failure." No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, channel 3 of the device displayed e301 (audio alarm failure) with no audible alarm tone. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.